Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting undesirable stimulation. The patient is getting some electrical 'zingers'. These zingers happen more or less fleetingly. The device was explanted on (B)(6) 2020 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting undesirable stimulation. The patient is getting some electrical 'zingers'. These zingers happen more or less fleetingly. The device was explanted on (B)(6) 2020 and the issue was resolved.